Event description:
Device #1 pacemaker defibrillator. Device #2 right atrial lead, device #3 right ventricular lead. Device #4 coronary sinus lead. On (B)(6) 2011, patient was admitted for pacemaker site infection. Pt underwent explant of biventricular/pacer defibrillator, extraction of right ventricular defibrillator lead, right atrial pacer lead, and coronary sinus pacer lead. Device was implanted on (B)(6) 2011 at another facility. On (B)(6) 2011, the pt expired.